Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A field service engineer (fse) replaced the following blood contaminated parts: safety disk, crm, blood back tubing assembly, and fill manifold assembly. The fse checked the error logs, it appeared after the blood detect error occurred, auto fill was pressed, this pulled blood deep into the iabp. The biomedical engineer disposed of the blood contaminated parts. A full calibration check, functional testing and safety check to factory specifications was performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
An internal review of intra-aortic balloon (iab) and intra-aortic balloon pump (iabp) complaints has determined that the following adverse event reported in a medical device report (MDR) 2248146-2015-00060 also involved the iabp device which was previously not reported in an MDR; as a result this case is being reopened and reported now. There was a reported death that was not attributed to the device. It was reported that a "blood back" error occurred on the intra-aortic balloon pump (iabp), while in use on a patient. Further information received from the customer stated that the patient had the iab in place and blood was visible in the gas shuttle tubing. The iab was then removed. The patient expired that same day. The customer did not attribute the patient death to the reported alleged event.